Event description:
It was reported that the anesthesia workstation generated technical error code indicating exceeded apl pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our investigation of the reported event has been completed. An evaluation of the available information concluded that the reported technical error code was caused by a faulty apl control assy. The customer was advised to replace the apl control assy. The received logs confirms the reported technical error code, but despite several reminders, there is no confirmation whether the apl control assy was replaced or not, which is not enough to determine the root cause of the reported failure.

Event description:
Manufacturer's ref: # (B)(4).